Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The erroneous results were reported outside of the laboratory. The patient's physician asked for the sample to be re-measured and stated that a previous sample of the patient was confirmed to have non-specific reactions to the mentioned roche assays. This medwatch will apply to the tsh assay. (B)(4). Refer to the attachment for all patient data. The sample was initially tested at the customer site on the e602 analyzer on (B)(6) 2017. The sample was provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) on (B)(6) 2017. The sample was also repeated on a centaur analyzer. No adverse events were alleged to have occurred with the patient. The e602 analyzer used at the customer site was serial number (B)(4). The e601 analyzer used for investigation was serial number (B)(4). Tsh reagent lot number 267269, with an expiration date of april 2018 was used on this analyzer.

Manufacturer narrative:
A previous sample from the patient was provided for investigation. Investigations of this sample determined that it contained a factor which interferes with a component of the tsh assay. This limitation is covered in product labeling.